Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon routine interrogation it was noted the right ventricular (rv) lead r waves were low, threshold was high at times, and there was oversensing noise. It was also noted that the right atrial (ra) lead threshold was high and the lead was undersensing p waves. Chest x-ray confirmed that the whole system had moved out of place, the superior vena cava (svc) coil had pulled back to the subclavian on the patient¿s left side, and the device had shifted lower in the chest. The rv and ra leads were explanted and replaced. The pocket was revised and the device was repositioned. No patient complications have been reported as a result of this event.